Event description:
(B)(4).

Manufacturer narrative:
Steris service was notified of the event on (B)(4) 2012 and visited the customer the same day. The technician identified that the system 1e was correctly displaying the message on the cycle printout regarding increased fill time. Specifically, the operator manual (pp 8-3) states: "fill time: number of minutes taken by the longest fill cycle. This time will gradually increase with filter use. At 4.5 minutes, a notice will appear on the printouts for completed cycles as a reminder to have a replacement maxpure filter on hand. At 5 minutes, the cycle will cancel." The technician replaced the maxpure filter and found the unit operational. Upon receipt of medwatch, a steris service technician returned to the facility, ran a diagnostic and processing cycle and found the unit to be operating properly with cycle fill time displaying 1.3 minutes. Steris does not believe this to be a reportable event. The system 1e performed as designed notifying the user when fill time reaches 4.5 minutes to have a replacement maxpure filter on hand. It is the responsibility of the facility to replace the maxpure filter when a notice of a 4.5 minute fill time is given. However, it is steris policy to file this report as we respond to all medwatch report's received.